Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. The handle and charger were made at the following location. (B)(4).

Event description:
Consumer reports malfunction. Toothbrush will not charge. No thermal event occurred. No injury associated with malfunction.